Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that chest pain, myocardial infarction (mi) and in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented with stable angina and was referred for cardiac catheterization. The index procedure was performed. Target lesion # 1 was a de novo lesion located in distal segment of saphenous vein graft (svg) to right posterior descending artery (r-pda) with 95% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 16 mm pe plus stent, with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented with chest pain and was hospitalized on the same day. Cardiac enzyme values were elevated. ECG revealed non specific st and t wave abnormality and mi occurred. The patient was referred for cardiac catheterization. Two days from the onset of symptoms, coronary angiography was performed and revealed 99% in-stent restenosis of the study stent located in distal segment of svg to r-pda. The lesion was treated with balloon angioplasty with placement of a 2.5 x 12 mm promus premier stent and following post dilatation residual stenosis was 0%. The event was considered as resolved. One day post procedure, the patient was discharged on aspirin and prasugrel.